Event description:
Revision surgery - the pt's right shoulder appeared to be infected. There were no problems with the implants. The surgeon removed the humeral shell, insert, glenoid head and four screws, irrigated and replacements were implanted.